Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. Functional testing was able to verify the reported problem. The event history log was reviewed. It was determined that the downstream occlusion seal was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a detached downstream occlusion seal. The event occurred during testing.